Event description:
It was reported that during implant attempt, the rv lead was "unable to defibrillate'. Also, there was a possible insulation break in the atrial lead and impedance greater than 200 ohms. These leads were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the outer insulation has been breached cut, the proximal conductor has blood/body fluid in it (not obstructed). Damaged at implant. Analysis of the returned lead found no anomalies. Visual analysis noted the helix/lobe is distorted/bent, and there is blood in/on the helix/lobe mechanism.